Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
The patient experienced a pericardial effusion it was reported that during a left atrial appendage closure flx pro a versa cross pigtail was selected for use. It was very difficult to get good tee images for the tsp. It was attempted to cross several times. Possibly on the thicker part of the posterior septum. Finally crossed and realized the trajectory was not good for the laac. A small pericardial effusion was seen circumferentially. Re-crossed (with more clear imaging) the second time. The hemodynamics were stable and the effusion did not seem to become larger. Proceeded to place the watchman successfully. Gave protamine as usual post procedure. Watched the effusion under tee for approximately 30 minutes. Effusion did not increase in size (1.1cm) and the pt was hemodynamically stable. The patient was expected to be discharged the following day. It was further reported that the physician did a pericardiocentesis, and the patient did well without any other issues and was discharged from the hospital.